Event description:
Caller reported a malfunction on the pump while performing a software update. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use an alternate form of insulin therapy and technical support sent a replacement pump with updated software. Instructions were provided on returning the malfunctioning pump, and caller understood and acknowledged all guidance.